Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the ok keypad button was sticking and was "responding appropriately when pressed". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:the keypad was found to be torn. Evaluation revealed that the ok and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.